Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) switched off when the patient used the elevator in their house. It was noted that the patient required hospitalization due to the event. It was noted that the patient hadless than 50% therapy relief. It was noted that the patient was alive with no injury at the time of the report. Additional information received reported that the therapy application was not known. It was noted that the patient now had a programmer to switch the stimulation back on. It was noted that the patient status was unknown.